Manufacturer narrative:
The camera head 85550912 was in the sales programme from june 2008 to september 2014. The camera head 85550912 with the sn (B)(4) was produced on 03.06.2013. The camera head was delivered to the customer, medical technics engineering on (B)(6) 2013. According to sap, no repairs have been carried out by richard wolf on this camera head since delivery. The customer's camera controller 5550101 sn (B)(4) and camera head 85550912 sn (B)(4) have been investigated in the relevant technical department. Cable breaks occurred in the camera cable. These cable breaks may have been caused by wear and/or mechanical overload. The instructions for use bb--a 253--1 / en / index: 08--09--2.0 / äm: pdb 09--3883 therefore contain the following information.: caution! There is the possibility of camera head failure. For therapeutic applications a second camera head of the same type should be available.: important! Never pull at the camera cable. Never squeeze, pinch and/or excessively bend the camera cable as this may damage the leads and therefore cause image failure. Maintenance intervals: important! To avoid any incidents or damage caused by aging and wear it is necessary to service the product and the accessories at adequate intervals. Depending on the frequency of use, but at least once a year, have an expert check the functional and operational safety of the equipment. Possible hazards were taken into account in the risk assesment e2-2 rev 05 with the corresponding extent of damage and probability of occurence and assessed with an acceptable risk. This assessment is still valid even taking into account the current case. From our point of view, if the instructions for use had been followed and a replacement device had been used, the change to open surgery could have been avoided. This decision is ultimately up to the surgeon. We can exclude the possibility of a product or manufacturing defect. No further measures will be taken by richard wolf in connection with this case. Richard wolf (B)(4) (rw (B)(4)) considers this matter closed. However, in the event rw (B)(4) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) is submitting this report on behalf of rw (B)(4).

Event description:
On (B)(6) 2021 richard wolf (B)(4) was informed about an adverse event. During operation the image disappears from the monitor and message errors are shown (head power fault) and count 803 ver. B. The procedure started as laparoscopic operation and then was completed as open surgery.